Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove two leads: a left ventricular (lv) and a right atrial (ra) lead due to occlusion and need for an upgrade. The patient's inr was 1.9. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. When the physician was attempting removal of the lv lead, he used a laser device to aid the extraction from the right side, and then removed the lv lead successfully with a snare from below in the right atrium. The ra lead was also removed successfully. New ra and lv leads were implanted. Use of the bridge balloon was not necessary during the procedure. When the physician was removing the bridge balloon after the procedure, a small thrombus was noted on the bridge balloon. There was no reported patient harm. The manufacturer became aware of this event from a physician presentation and from subsequent conversations with the physician and manufacturer.

Manufacturer narrative:
Field safety action has been issued for this event 20 april 2020.